Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011 the patient experienced peritonitis. The consumer reported the cause of peritonitis was not from the site. Treatment information was not reported. The patient was recovering. It was not reported if dianeal or extraneal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd885285 and gd883520 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.